Event description:
On (B)(6) 2010, the pt was implanted with an ams miniarc sling. It was reported that the pt has severe and permanent bodily injuries and significant mental and physical pain and suffering, bleeding, dyspareunia, difficulty urinating, incontinence, severe leg and pelvic pain, abnormal vaginal odor and discharge, and infections.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.